Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had premature discharge of battery alarm. Customer's blood glucose level was unknown. Customer also reported that insulin pump had external ram crc error. Customer reports they were able to clear the alarm and did require the rewind. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display, problem isolated to mother board. Unable to confirm external flash crc error alarm, external ram crc error alarm, unexpected restart error and unable to perform any tests due to blank display.